Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defects. Everything conforms to specifications. Based on the manufacturing process records for these batches of compositcp¿ screws, the source of the defects cannot be attributed to the manufacturing conditions. The observation of the screw revealed a combined torsion-perforation fracture at the birth of the screw recess. Since we lack information regarding the circumstances surrounding this breakage, for now the following two hypotheses could account for this case of screw breakage: a. The surgeon applied a pushing force on the screwdriver while driving the screw. Since the screw was only weakly driven by the screwdriver at the entry cone, this portion of the screw was more sensitive to torsional stresses. The combined screwing and compression forces applied to the screw tip while it was being inserted in the tunnel caused the screw to break. B. The screw was driven along a trajectory that diverged from that of the tunnel. The entry cone was jammed against the cortical bone, but as the surgeon continued turning the screwdriver the cylindrical portion of the screw was deformed and torsional stresses were applied at the junction point of the guide pin guiding area and the screw recess. Since the tip of the screw was jammed, the torsional stresses were greater than the yield point of duosorb -the constituent material of the screw- which caused the screw to break.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "The screw break away rapidly as the surgeon began to twist close to the tibial tunel. The tibial tunel was 8mm".